Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Laboratory analysis found no issue with lead insertion. Review of evidence submitted by the field indicated that the noise and oversensing on the ventricular channel was consistent with air escaping the seal plug. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implant procedure when the physician was closing, non-physiologic noise was observed on the right ventricular (rv) lead. The connections looked good, however, the noise was observed again. The rv lead was checked on the pacing system analyzer (psa) and the r-waves were stable. Boston scientific technical services (ts) discussed the noise may be from air bubbles. It was noted there was lead to header insertion issue as well. The ICD was removed and replaced prior to pocket closure. The rv lead remains in service. No adverse patient effects were reported.